Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of not being able to collect data from the heartmate 3 system controller (serial number unknown) was unable to be confirmed as no log files were submitted for review and no products were returned for analysis. Provided information indicated that the system controller was exchanged and discarded. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The root cause of the reported event was unable to be conclusively determined through this investigation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 instructions for use (section 4 ¿heartmate touch communication system¿) instructs users on how to properly extract log files from the heartmate touch/system monitor, and how to view the controller¿s alarm history via the monitor. The heartmate 3 IFU, (section 8, ¿equipment storage and care¿), provides instruction on how to properly care for the equipment, including the system controller. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to hospital because they were "not feeling well". Their workup included a computed tomography angiography (cta) which showed some component of extrinsic outflow graft obstruction (eogo) but it was "not flow limiting" no intervention was planned. Log files were not sent because they were not able to get any data from the patients system controller. The controller was swapped. No CT images wre available. No intervention was planned. The controller was not returning as it was discarded.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.